Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days following implant, this patient reported chest pain and feelings of suffocation; blood pressure was normal. An x-ray image revealed a left pleural effusion and a right sided pneumothorax. Additionally, a CT scan confirmed the right pneumothorax and massive left acute pneumothorax. The physician removed a large amount of fluid and the patient required a blood transfusion. A system interrogation confirmed excellent sensing, normal impedance measurements however, loss of capture was exhibited. The lead was successfully repositioned in a subsequent revision procedure and remains implanted and in service with no further complications. The physician suspected root cause was due to perforation during lead implant.